Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the that the insulin pump had hardware low level failures. Customer's blood glucose value was 300 mg/dl. Customer also reported that the insulin pump had replace battery now alarm. The customer also stated that the self test did not passed on second occurrence of alarm. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Hardware low level failures error confirmed in insulin pump history with variable due to broken trace at pin and pin keypad assembly. No battery alert noted during testing.